Event description:
It was reported that the patient is experiencing a malfunctioning ambicor penile prosthesis (app) device. A patient outcome was not reported.

Event description:
It was reported that the patient is experiencing inflation issues with an ambicor penile prosthesis(app) device. A revision surgery has been planned. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that the ipp did not inflate. The device will not be returned for analysis but a revision surgery has been planned. The patient began experiencing this malfunction on (B)(6) 2020.

Event description:
It was reported that the patient is experiencing inflation issues with an ambicor penile prosthesis(app) device. A revision surgery has been planned. A patient outcome was not reported.